Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone15.5. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle was fully deployed and the pink slide did not move forward, indicating an unknown needle mechanism failure. The cannula appeared bent upon pod removal. The pod was not worn for treatment. No impact to blood glucose levels were reported.

Manufacturer narrative:
The pod was received with the cannula fully deployed. The download data showed that the pod completed 63 pulses prior to being deactivated by the user. No abnormalities were observed in the data. Investigation of the needle mechanism found no issues that would result in a needle mechanism failure. Although no problem was found with the device, it could not be determined when the needle deployed, and the cause of the reported needle mechanism failure could not be determined. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin.